Manufacturer narrative:
The report of pump stoppage events was confirmed through the analysis of a submitted system controller log file. However, the root cause of the events could not be conclusively determined based on the evaluation of the returned portion of the percutaneous lead. The submitted log file contained approximately 9 days of data ranging from (B)(6) 2017 to (B)(6) 2017 according to the timestamp. Starting at approximately 9:56am on (B)(6) 2017, the log file captured multiple drops in pump speed below the low speed limit along with two pump stoppage events. These events occurred while the system controller was connected to the power module and, based on previously documented events, appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2017 and the replaced portion of the driveline was returned in one segment measuring approximately 18.5 inches. A minor deformation on the silicone outer jacket was noted approximately 2.5 inches from the driveline connector; however, visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hi-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. The patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was in clinic today and pump stoppage events were seen in the history log. The patient was asymptomatic a log file reviewed by the technical service representative confirmed two pump stoppages on (B)(6) 2017. On (B)(6) 2017, the technical service representative performed a percutaneous lead (driveline) replacement. No alarms noted after the replacement. No additional information was provided.